Event description:
Our affiliate is reporting that during a knee repair with the use of a rigidfix device for fixation, a portion of the distal tip of one of the guide sleeves broke off into the patient's condyle, the case was concluded with the fragment buried in the bone. At some time post-operatively, a re-surgery was performed to retrieve the fragment, this was accomplished and this procedure was completed successfully without further incident or harm to the patient.

Manufacturer narrative:
Although there is nothing being returned for evaluation, historically, this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone, and in this case, the description of events indicates that the surgeon used improper removal technique of the guide sleeve. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Although the surgeon feels that there was no injury to the patient the fact that the broken fragment was not retrieved from the patient, posses the possibility that patient injury could potentially occur. We do not know what impact, if any; this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. If the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any other definite root cause that is different than the above hypothesis, a follow-up report will be filed. At this time no further action is required, however, mitek will continue to track any related complaints within this device family, as a means of monitoring the extent with which this complaint is observed in the field.